Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Hcp reported the patient had an infection in the lumbar region. Perioperative antibiotics were administered. Date of onset/diagnosis was two weeks after implant. The patient experienced drug withdrawal symptoms including spasms. Signs/symptoms of infection were fever, redness, swelling, drainage, pain and incisional wound opening. A culture was obtained from the lumbar region. The organism cultured was (B)(6). Treatment was IV antibiotics and total device system explant. Risk factors prior to implantation were noted as diabetes, urinary tract infections and post-op wound or skin contamination indicated as incontinence. The patient laid in his own feces. The infection resolved. The pump was delivering baclofen.